Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell four of five on the home choice (hc). The home patient (hp) stated an unused line clamp was opened. The technical service representative (tsr) assisted to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.